Manufacturer narrative:
The reported event could not be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. According to the medical assessment by the hcp, the CT-scan shows radiolucency around the tibial tray; however the stem part is still well-fixed. So technically the total tibial construct (tray and stem together) is not loose. The talar component has subsided a little bit yet shows no radiolucency around it. There are however peri-articular ossifications that most likely limit ankle movement a may by a source of pain. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the base plate and talus are loose as is the distal portion of the stem. The bone scan also suggests that the stem is loose at least at its bottom part. However, the proximal part of the stem may be well fixed. The patient may require a revision surgery of the baseplate due to this.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the base plate and talus are loose as is the distal portion of the stem. The bone scan also suggests that the stem is loose at least at its bottom part. However, the proximal part of the stem may be well fixed. The patient may require a revision surgery of the baseplate due to this.